Manufacturer narrative:
Review of the call transcript and device data confirmed that insulin delivery had been manually paused during hospitalization while the user was receiving external insulin therapy. Audible ¿resume insulin reminder¿ alerts were present during the hospital stay, but dosing was not resumed until discharge. Elevated glucose prior to hospitalization was associated with extended infusion-set wear and subsequent site replacement. The ilet operated as intended, and no malfunction was identified. The event is being reported due to the hospitalization for dka. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2025 the reporter stated that the user experienced elevated blood glucose (bg) levels after performing an infusion-set change. The user began feeling unwell and presented to the hospital, where they were diagnosed with diabetic ketoacidosis (dka). While hospitalized, insulin delivery on the ilet was paused, and the user was treated with manual insulin injections and intravenous fluids. The user was discharged after stabilization and resumed ilet use at home.